Manufacturer narrative:
Section a4, a5 and a6: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed during the same procedure. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6) . Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens (iol) were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) implant was performed as usual, but a crack was found in the optic. Therefore, the device was cut off from the patient's eye and removed. The capsule was broken when the iol was removed, and a lens fragment fell. The patient was referred to a different hospital. Through follow-up, we learned that the patient was referred to a different hospital after the surgery and a secondary iol implantation should have been performed. Account indicated that the device was prepared with balanced salt solution (bss) without excipients from a different manufacturer and was used at room temperature. The bss was drawn from the cartridge canopy, and the preloaded device was held in the physician's hand during this process. The plunger was then pushed, and the lens was immediately deployed into the eye. No resistance was felt when using the preloaded device. No further information was provided.